Event description:
It was reported that the autopulse resuscitation system displayed a user advisory message of ua08 (motor controller fault detected).

Manufacturer narrative:
Zoll medical corporation has not received the product for eval and this complaint is still under investigation. If product is returned to the manufacturer, a supplemental report will be filed.